Event description:
The patient reported noticing getting tired quicker than normal when walking and getting shortness of breath when going up and down stairs. A device check indicated that the battery was indicated to have a longevity of 2-3 years. The device was subsequently explanted and replaced. The patient indicated feeling back to normal and doing fine. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).